Event description:
It was reported that pump experienced malfunction with malfunction code 16, and caller stated that no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised that pump could continue to be used, and caller was instructed to contact technical support again if malfunction code appeared again and acknowledged these instructions.